Event description:
This patient had a pocket revision on (B)(6) 2011. During the procedure, the physician elected to explant this device and upgrade the patient to a cls device. The hospital has retained this pacemaker. Should additional information become available, this event will be updated.